Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation received on july 19, 2022 with lot number 2342488. Visual analysis of the returned device identified: opening, crease fold, wear abrasion. Leak test was performed and found opening on posterior . A microscopic analysis was performed which identify crease sharp opening on the posterior . The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on posterior assessed to a fold flaw opening.

Event description:
Device has been explanted.